Event description:
It was reported that, on (B)(6) 2026, the omnipod 5 controller/personal diabetes manager (pdm) had delivered 16.4 units of insulin in boluses that were not programmed by the device user. No blood glucose levels were reported. No information regarding treatment was provided however, no medical attention was sought. A hard reset of the pdm was performed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.